Event description:
Per report filed by japanese distributor, the hospital reported receiving one unit of a fluid delivery set in a pouch which was not sealed, thereby compromising sterility. The device was not used and is being returned to boston scientific/namic for investigation.